Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: material no. 367861. Batch no. Unknown . It was reported that they have been seeing more fibrin clots in their k2edta tubes. Per email: I spoke to the technical director. He is asking about why they are seeing more fibrin in their k2edta 4 ml tube. We spoke about preanalytical variables and mixing. He has no specific lots, samples do not appear to have platelet clumping or is it clotted. They are getting samples from different clients and may or may not be seasoned phlebotomists.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: material no. 367861, batch no. Unknown. It was reported that they have been seeing more fibrin clots in their k2edta tubes. Per email: I spoke to the technical director. He is asking about why they are seeing more fibrin in their k2edta 4 ml tube. We spoke about preanalytical variables and mixing. He has no specific lots, samples do not appear to have platelet clumping or is it clotted. They are getting samples from different clients and may or may not be seasoned phlebotomists.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.